Event description:
It was reported that there was an apparent dislodgement following the implant procedure. Atrial pacing clearly showed ventricular capture (and safety pacing) as a function of the lead having dislodged. This was verified by a chest x-ray. It was also reported there was noise. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58, lead, (B)(6) 2014. (B)(4).